Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that (B)(6) y.o. Male patient underwent radiofrequency ablation and suffered cardiac tamponade during a roof line ablation with an abrupt impedance rise following the pulmonary vein isolation. A total of 425ml of pericardial blood drainage stabilized the haemodynamic state. Intravenous heparin was restarted on the 1st post-procedural day, and dabigatran was restarted on the 2nd post-procedural day. On the 3rd post-procedural day, atrial fibrillation recurred and was resistant to cardioversion. After discharge, a cerebral infarction of the temporal lobe occurred on the 8th post-procedural day. The neurological deficit completely recovered within 1 week. No recurrent atrial fibrillation was observed on antiarrhythmic drugs for 40 months after the procedure, and the left ventricular function completely normalized. Patient's medical history include persistent atrial fibrillation lasting for 9 months with a mild left atrium dilatation (44 mm), impaired left ventricular function (ejection fraction 47%), and low left atrium appendage flow velocity (20 cm/s). Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿management of cardiac tamponade in catheter ablation of atrial fibrillation: single-centre 15 year experience on 5222 procedures.¿ the purpose of this study was to investigate the incidence, predictors, and management of cardiac tamponade in a single educational centre large patient cohort undergoing af ablation over 15 years. The study was conducted between 2002 and 2016. 4mm tip ablation catheter ((B)(4)), 3.5mm externally irrigated-tip ablation catheter (thermocool, biosense webster), second-generation cryoballoon (arctic front advance, medtronic) were all used in this study. It is unknown which devices the patient has been used. Bwi takes conservative approach to report this event under thermocool, however catalog and lot number is unknown.